Event description:
It was reported that during preparation for a ptca procedure, while removing the protective sheath, the stent of the liberte' monorail stent delivery system embolized and fell off/separated from the delivery system. The event occured outside of the patient. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.